Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 implantable pulse generator (ipg): (B)(6) 2011. A 4194-88 implantable pacing lead: (B)(6) 2011. A 5071-53 x2 implantable pacing leads: (B)(6) 2011. (B)(4).